Event description:
It was reported on 11 february, 2022 a 27mm navitor tavi valve was chosen for implant. The 27mm device was chosen after the annulus was measured using a 20mm edwards sizing balloon effectively. The navitor valve was implanted and a cusp overlap was viewed. The pigtail was removed after the valve was released and the valves position was determined "optimal " (5-6mm). Final imaging with contrast was done revealing only a trace amount of perivalvular leak on the left coronary cusp side. The user finalized the procedure closing the cutdown. Post procedure, the patients end diastolic pressure was a reported 55mmhg. Seven hours post procedure, the patient developed hypotension with an end diastolic pressure of 20 mmhg. An echocardiogram was performed which revealed a perivalvular leak in the annulus. The patient was taken back for a post balloon dilatation procedure and a 23mm sizing balloon was chosen for use. After the dilatation, the patients end diastolic pressure had returned to 55mmhg. The patient remained stable throughout the procedure. The event did cause a prolonged hospitalization however the patient is reported to be in good health no additional information has been provided.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
An event of paravalvular leak was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device was manufactured according to specifications as supported by the receiving inspection results. Based on the information received, the cause of the reported incident could not be conclusively determined.